Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to diagnostics/data collection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered alerts for out of range impedance and a lead integrity alert (lia) due to elevated sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. Impedance variation was also noted. The implantable cardioverter defibrillator (ICD) was interrogated and had invalid data, thought to be due to recent radiation therapy. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to diagnostics/data collection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was subsequently reported that bit flips were observed, resulting in invalid data. The device remains in use and no patient complications have been reported as a result of this event.